Event description:
Reportedly this breathing circuit has been found to be coiled or stiffer than what they are accustomed to using. In two cases, anesthesia personnel have reported that during ent surgery, when the anesthesiologist turned around to turn off the gases, the babies were inadvertently extubated. These endotracheal tubes are not cuffed for these cases since the tube must be moved from side to side during the surgical case. The babies were reintubated and the surgery continued without sequelae.